Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed weak battery before and after a battery change. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump shuts off by itself periodically. Customer was advised that a new battery cap would be provided to them to rule out any possible issues and to call back if cap does not resolve the problem.